Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. Site mentioned that procedure was able to be completed. No injury to the patient or staff. There was a blanket under the drape so the light cord did not directly touch the patient. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. While the definitive root cause is not established, possible cause is attributed to usage-related conditions; keeping the light source/cord/laparoscope in close proximity to drapes. A risk item cannot be traced to this event as this intuitive is considered to be a distributor of this medical device. Schölly fiberoptic gmbh is the manufacturer of this medical device and owns the risk management file. The IFU (instructions for use; schoelly light source; pn: 557071-01) advises safety precautions to the user on page 27.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during an inguinal hernia procedure, an incident occurred involving the use of an nir camera. The camera light cord was turned on and set on the drape for about 5 seconds, which resulted in the drape being burned. The surgeon noted that the light cord was extremely hot. It was unclear whether the patient was injured or what interventions were taken to address the issue. The procedure was completed. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the reporter informed there was no injury to the patient or staff. There was a blanket under the drape and the light cord did not directly touch the patient.